Event description:
This device was being used to add a diluent to a vaccine when the needle broke off into the stopper of the bottle. In addition, there have been repeated fails with the safety apparatus on this needle.